Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The pt was admitted to the ICU of fawcett memorial hospital in port charlotte, fl with a diagnosis of dka and blood glucose level of 598 mg/dl. According to the ICU nurse, the pt reported nausea and vomiting; the pt said he had not treated hyperglycemia with manual injections of insulin prior to hospitalization. In addition, he stated he was using nph insulin (an intermediate-acting insulin) in his insulin infusion pump at the time of hospitalization. According to the owner's booklet, only rapid-acting insulin is recommended for use in the one touch ping glucose management system. Therefore, the pt was using a type of insulin that is not advised. The ICU nurse reviewed the pump and did not reveal any alarms or insulin delivery issues. The pump has not been returned to animas. If the device is returned or if additional info is obtained, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the information from the date of the complaint, (B)(6) 2010, had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. The display screen was noted to be discolored. A test display was attached to the pump and illuminated properly and was clearly legible. Investigation was unable to duplicate the complaint.